Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead experienced syncope and perforation. The implant procedure for a new pacemaker with right atrial (ra) lead and rv lead took place on (B)(6) 2012. The patient went to the emergency room on (B)(6), for having had a syncopal episode that morning. The pacemaker was interrogated and data from the rv lead was found to have changed since the implant procedure. The rv lead was not functioning as expected. An x-ray was done, and the lead was found to have moved across the rv apex wall and was repositioned in the rv. The patient had tamponade, and 500 cc of blood was removed by puncture. The patient recovered quickly, and was discharged from the hospital on (B)(6). No further information is available.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.